Event description:
According to the reporter: procedure: recto-sygma at 2cms. During the open surgery, the stapler did not place staples, but the tissue was cut after the device was fired to make an anastomosis. Bleeding occurred but the surgeon had to create a pouch to resolve the issue. Transfusion was given to the pt. A permanent colostomy was not necessary. The case was completed without further report of pt harm. The operation took eight more hours.